Event description:
It was reported by customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had blood in gas. There was no patient harm reported. (Balloon tw319600). Blood in gas, no patient harm/injury. G1152pumcsh0000. Technicians remarks: stm verified blood in patient interface module. Replaced patient technicians remarks: interface module. Technicians remarks: technicians remarks: complete pm with full calibration, functional testing, and safety check. Technicians remarks: to factory specifications. Unit passes all functional and s. Technicians remarks: = afety tests per factory specifications. Returned to customer and cleared for clinical use.

Manufacturer narrative:
The getinge service territory manager (stm) that was dispatched to evaluate the unit, verified blood in patient interface module and resolved the issue by replacing patient interface module (0997-00-1178). The stm then completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).